Manufacturer narrative:
Concomitant medical products: product ID: neununknown prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu unknown prog, serial/lot#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. It was reported by the patient that his ¿pump ran to end of life due to normal battery depletion and because the pump stopped, he had a return of symptoms¿.